Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component issue. Field service engineer reconnected all the connections to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed. The customer reported that users were unable to remove medications from drawer. There was delay in patient care as the user was able to obtain the medications from the nearby device. There were no adverse events or injuries reported based on this event.